Manufacturer narrative:
The insulin pump was received with a corroded electronic and motor assembly.

Event description:
It was reported that the insulin pump got wet and the screen went blank. Advised that the insulin pump would be replaced. Nothing further was reported.